Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the day prior, during the fill tubing process, the customer noted that the insulin appeared to be progressing forward through the tubing. Then, the insulin appeared to be pumping backwards, then forward again. In addition, more insulin than usual had been used to fill tubing, but no drops of insulin were seen exiting the tubing. The customer was able to load a new cartridge successfully and confirmed drops of insulin exiting the tubing. There was no impact to the customer's blood glucose level. As tandem technical support was not contacted at the time of the reported issue, troubleshooting was unable to be performed to determine a possible cause of the reported issue.